Event description:
Report received from (B)(6) states: "the vitrectomy cutter does not cut correctly. Similar problem connecting it on the second machine, defect item. No pt impact." Though requested, no additional info was available.

Manufacturer narrative:
Product has been requested to be returned; however, it has not been received.